Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an alert in the remote home monitoring system for a shock impedance measurement of 0 ohms for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). It was noted that all other shock impedance measurements had been stable. Boston scientific technical services (ts) discussed that a 0 ohm reading usually indicates a source of electromagnetic interference (emi). The field representative noted they were unable to locate an emi source from the day of the reading and the physician will continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.